Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 493 mg/dl. The customer was unable to troubleshooting for hyperglycemia. The customer was treated with syringes for high blood glucose level. Customer stated that the battery cap was lost. The device will not be returned for analysis.